Manufacturer narrative:
The reagent lot number was not provided. The customer stated that both levels of qc recovered in the +2 standard deviation range. The field applications specialist (fas) changed the cuvettes and performed a successful cell blank measurement. The fas flushed the sample probes. The fas noted that one of the probes was bent and ran an air purge and a sample probe wash. The fas performed qcs with acceptable results. The investigation determined the event was consistent with an instrument issue (sample probe and cuvettes). The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionably low tp2 total protein gen.2 results from 5 patient samples tested on the cobas 8000 c702 module. Sample 1: the initial result was 2.5 g/l. The repeat result was 75.5 g/l. Sample 2: the initial result was 28 g/l. The repeat result was 79.4 g/l. Sample 3: the initial result was 1.4 g/l. The repeat result was 63.6 g/l. Sample 4: the initial result was 2.1 g/l. The repeat result was 75.8 g/l. Sample 5: the initial. Result was 0.8 g/l. The repeat result was 70.7 g/l.